Manufacturer narrative:
(B)(4). On (B)(6) 2013 during clinical procedures, the pt was placed on the couch and the operator was positioning the couch using the up button on the gantry panel. However, the couch moved forwards. The operator was able to complete the procedure successfully, there was no rescan/reinjection required. The un-commanded motion of the pt couch was recurring event at this site. The same issue had occurred previously on (B)(6) 2013 documented in another complaint record and again on (B)(6) 2013 documented in another complaint record. As correction for the (B)(6) 2013 event, the field service engineer went on site on (B)(6) 2013 to replace the left hand (lh) panel w/ microphone and assembly and right hand (rh) panel with microphone and had planned to implement field change order (fco) 72800571. On (B)(6) 2013 when he arrived at the site to implement the fco, the customers informed him that the same issue occurred on the previous day, even after he replaced the right and left gantry panels. Thus, he determined that the un-commanded motion did not occur due to malfunction of the gantry panels. During further investigation, the fse confirmed that the cause of the issue was because the pedal of the footswitch was stuck under the deformed metal frame, which kept the pedal stuck engaged causing un-commanded motion of the pt couch. Engineering determined the risk of this reported event to be unacceptable. Field safety notice (fsn) (B)(4) was released 08/01/2012 informing customers that damaged footswitch covers may cause the pt support to move in an unintended manner. Field change order (fco) (B)(4) was implemented to replace the existing footswitch with a new footswitch design. In the new design, the cover/housing itself will isolate the pedals and prevent sideways motion instead of the plastic blocks and single point attachment. Since the defective mffs was destroyed during shipment, a root cause could not be determined by engineering. A probable root cause determined that the incident occurred because unload pedal of the mffs was stuck engaged under the metal cover. On (B)(4) 2013, the fse installed the replacement mffs as per fco (B)(4) at the customer site. There have been no further reports of the reoccurrence of the issue after replacement of the footswitch.

Event description:
The customer reported that when pressing "up" button from the gantry panel during a pt clinical procedure, the couch would move in the forward direction. The field service engineer (fse) confirmed there was no harm to a pt or operator. The fse determined that the cause of the uncommanded motion was due to a stuck pedal on the footswitch, which was replaced.